Manufacturer narrative:
The zealand pharma ae assessor has not been able to contact the patient to allow for further investigation of the report of hospitalization. While the information from the hcp does not state the reason for the hospitalization, it would be logical to conclude that since the hcp reported the information to vgo customer care, there is some thought the vgo or the vgo users bg may have been a contributory factor to the hospitalization. Without speaking with the vgo user this case is limited in investigation.

Event description:
Hcp stated patient was trained on (B)(6) 2021 and sent home with starter kit. Hcp stated patient was hospitalized over the weekend. Hcp stated does not no exact date and time patient was hospitalized. Hcp unsure if patient was wearing v-go 40 when admitted.